Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the continuous glucose monitor read ¿high¿, however, an exact value was not provided. Customer delivered a correction bolus via the pump to address the high bg. Tandem technical support (cts) performed a system check on the pump and determined that the customer was using the cartridge/insulin beyond labeling. Cts educated customer on cartridge/insulin labeling. Customer changed the cartridge and infusion set to resolve the issue.